Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening to pull up medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening to pull up medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer mini trays were jamming when opening. A field service engineer (fse) verified that there was a number of fluids that were spilled around the drawer, becoming sticky and jamming multiple mini trays. So, the fse removed all the mini engines to clean all of the passages around in and out of the cabinet, then removed the back, controller mini board to help clean and restarted the station. Further the fse found one mini engine to be affected by this. So, the fse replaced the mini engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.